Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
UDI #: a complete UDI # is unknown as product serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Citation current eye research; issn: 0271-3683 (print) 1460-2202 (online) journal homepage: https://www.tandfonline.com/loi/icey20. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Title : analysis of the outcomes of combined crosslinking with intracorneal ring segment implantation for the treatment of pediatric keratoconus. Purpose: to analyze the visual and refractive outcomes of combined accelerated cross-linking with femtosecond laser intracorneal ring segment implantation for the treatment of pediatric keratoconus. Methods: this retrospective multicenter noncomparative clinical study included 63 eyes of 37 patients (age, 9¿17 years) who underwent between august and september 2016 combined cross linking with intracorneal ring segment implantation for keratoconus. Preoperative and postoperative (6,12, and 18 months) uncorrected distance visual acuity (udva) and corrected distance visual acuity(cdva), subjective refractions, keratometry (k), and pachymetry measurements were compared. Note : after 18 months postoperatively, keratoconus progression, segment migration, and segment extrusion were seen in four eyes respectively, probably contributing to the lower mean postoperative cdva.